Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer ran alignments of server 1 probes, performed cleaning on all reagent probes, primed the probes and ran an instrument quick check, which passed. The customer then repeated the patient samples and results were as expected. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced reagent probe 1 mixer and aligned the reagent 1 and reagent preparation probes. Quality controls were run, resulting within range. The cause of the discordant, falsely low cholesterol and triglycerides results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low cholesterol results were obtained on two patient samples and a falsely low triglycerides results was obtained on one of the two on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument after troubleshooting, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cholesterol and triglycerides results.